Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the pump was dropped and the touch screen became shattered. Customer is unable to see the pump touch screen options due to the damage. Customer's blood glucose was 127 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.